Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned zyston curve cage (pn 14-533127) for the failure of fracture during insertion. This device is used for treatment. No medical records were provided with the complaint. Inspection: visual inspection confirms that the product is fractured into multiple pieces with parts of the item missing. DHR review: the DHR could not be located and therefore could not be reviewed. Potential root cause: a definitive root cause cannot be determined with the information provided. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that while the surgeon was lightly tamping on the implant holder, the cage broke. A piece of the implant remained on the holder and the other piece remained in the patient. An x-ray revealed the piece of the implant that remained in the patient was well located inside the disc space so the surgeon decided to leave it implanted. There were no reported patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while the surgeon was lightly tamping on the implant holder, the cage broke. A piece of the implant remained on the holder and the other piece remained in the patient. An x-ray revealed the piece of the implant that remained in the patient was well located inside the disc space so the surgeon decided to leave it implanted. There were no reported patient impacts.